Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe allergic case/ metal allergies') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, anxiety, obsession and carpal tunnel release. Family history included colon cancer (father). Concomitant products included fentanyl for fibromyalgia as well as alprazolam (trankimazin), dexketoprofen since (B)(6) 2010, diazepam since (B)(6) 2012, fosfomycin, glucosamine sulfate, metamizole magnesium (nolotil) since (B)(6) 2011, omeprazole, paracetamol since (B)(6) 2010 and tramadol since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced hyperhidrosis ("sweating"), vomiting ("vomiting") and nausea ("nausea"). On (B)(6) 2011, the patient experienced anxiety disorder ("anxiety disorder"). On (B)(6) 2011, the patient experienced the first episode of abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2011, the patient experienced osteoarthritis ("gonarthrosis") and fibromyalgia ("fibromyalgia"). On (B)(6) 2012, the patient experienced depression ("depressive condition") and epigastric discomfort ("epigastria"). On (B)(6) 2012, the patient experienced biliary colic ("simple bilary colic"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2013, the patient experienced carpal tunnel syndrome ("carpel tunnel syndrome"). On (B)(6) 2015, the patient experienced asthenia ("loss of strength"). On (B)(6) 2017, the patient experienced neck pain ("cervical pain radiating upper limbs"). On (B)(6) 2017, the patient experienced abdominal pain lower ("hypogastrium pain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced renal colic ("pain in hypogastrium"). On (B)(6) 2018, the patient experienced procedural pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced eczema ("eczema"), back pain ("backache"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), headache ("headache"), pain in extremity ("leg pain"), spinal osteoarthritis ("cervical spondylosis"), hypoaesthesia ("numbness in both hand/loss of sensitivity"), musculoskeletal pain ("pain in both arms from the shoulder to the hands/back, neck right rib cage pain"), angiodermatitis ("angioderma"), palatal oedema ("uvulva edema"), arthralgia ("wrist pain"), obesity ("morbid obesity"), paraesthesia ("tingling in both hands"), urinary tract infection ("urinary infection") and heavy menstrual bleeding ("hypermennorrhea"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with betahistine hydrochloride (serc flas), dexamethasone, dexketoprofen trometamol (enantyum), ibuprofen, lorazepam, metoclopramide hydrochloride (primperan), pantoprazole, pregabalin and surgery (double salpingectomy + removal of essure through laprotomy after failed laproscopy and fallopian tubes and the essure devices extirpated). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, procedural pain, abdominal pain lower, the last episode of abdominal pain, abdominal pain upper, eczema, back pain, diarrhoea, abdominal distension, fatigue, headache and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, angiodermatitis, anxiety disorder, arthralgia, asthenia, back pain, biliary colic, carpal tunnel syndrome, depression, diarrhoea, eczema, epigastric discomfort, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hyperhidrosis, hypoaesthesia, musculoskeletal pain, nausea, neck pain, obesity, osteoarthritis, pain in extremity, palatal oedema, paraesthesia, pelvic pain, procedural pain, renal colic, spinal osteoarthritis, urinary tract infection, vomiting, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: the removal of the device ended with the following symptoms: backache, diarrhoea,abdominal bloating, fatigue, headaches, and leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2022: pfs received. Date of birth was added. Added event loss of strength, hyper menorrhea, uti, renal colic, tingling in both hands, cervical pain radiating upper limbs, morbid obesity, wrist pain, uvula edema, angioedema, biliary colic, carpel tunnel syndrome, musculoskeletal pain, numbness in both hand /loss of sensitivity, epigastria, depression, cervical spondylosis, spondylosis, fibromyalgia, gonarthrosis, anxiety disorder, nausea, vomiting, sweating. Treatment drugs, concomitant drugs, concomitant conditions, medical history were added. Reporter was added. Surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe allergic case/ metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced abdominal pain lower ("hypogastrium pain"). On (B)(6) 2017, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2018, the patient experienced procedural pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced eczema ("eczema"), back pain ("backache"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), headache ("headache") and pain in extremity ("leg pain"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (fallopian tubes and the essure devices extirpated). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, procedural pain, abdominal pain lower, the last episode of abdominal pain, abdominal pain upper, eczema, back pain, diarrhoea, abdominal distension, fatigue, headache and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, diarrhoea, eczema, fatigue, headache, pain in extremity, pelvic pain, procedural pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: the removal of the device ended with the following symptoms: backache, diarrhoea,abdominal bloating, fatigue, headaches, and leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe allergic case/ metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced abdominal pain lower ("hypogastrium pain"). On (B)(6) 2017, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2018, the patient experienced procedural pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced eczema ("eczema"), back pain ("backache"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), headache ("headache") and pain in extremity ("leg pain"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (fallopian tubes and the essure devices extirpated). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pelvic pain, procedural pain, abdominal pain lower, the last episode of abdominal pain, abdominal pain upper, eczema, back pain, diarrhoea, abdominal distension, fatigue, headache and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, diarrhoea, eczema, fatigue, headache, pain in extremity, pelvic pain, procedural pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: the removal of the device ended with the following symptoms: backache, diarrhoea,abdominal bloating, fatigue, headaches, and leg pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-mar-2021: authority reference number received (B)(4). No new clinical information received, update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe allergic case/ metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced abdominal pain lower ("hypogastrium pain"). On (B)(6) 2017, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2018, the patient experienced the third episode of abdominal pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced eczema ("eczema"), back pain ("backache"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), headache ("headache") and pain in extremity ("leg pain"). The patient was hospitalized (B)(6) 2018. The patient was treated with surgery (fallopian tubes and the essure devices extirpated). At the time of the report, the allergy to metals, pelvic pain, the last episode of abdominal pain, abdominal pain lower, abdominal pain upper, eczema, back pain, diarrhoea, abdominal distension, fatigue, headache and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, diarrhoea, eczema, fatigue, headache, pain in extremity, pelvic pain, the first episode of abdominal pain, the second episode of abdominal pain and the third episode of abdominal pain to be related to essure. The reporter commented: the removal of the device ended with the following symptoms: backache, diarrhoea,abdominal bloating, fatigue, headaches, and leg pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.